Event description:
It was reported that, "patient complaining of noise from hip. Surgeon scheduled for revision, removed ceramic head and insert. Replaced with trident x3 poly liner and a metal lfit 36mm head. No adverse consequences."